Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A coroner had reported while investigating a death of a person, the person was wearing a pod at the time of death. No other information regarding the identity of the person or cause of death was provided.

Event description:
A coroner's report was received stating that patient was found unresponsive in bed on (B)(6) 2018 at 13:06. Patient received insulin via an insulin pump pod controlled by a personal diabetes management device (pdm). The devices were tested and found to function as expected and designed. The toxicology results indicated that patient's glucose level was below 20 mg/dl. The cause of death listed was "probable hypoglycemia in a person with diabetes mellitus."

Manufacturer narrative:
The data extracted from the pdm (personal diabetes manager) indicated that the pod was no longer within range of the pdm. Based on our investigation, no issues were found that would indicate that the device was worked improperly. No problems were found. The pod was found to have received an alarm; a safety feature not considered a malfunction. The exact cause of the alarm could not be determined.